Event description:
The customer reported intermittent erroneous hematocrit and red blood cell (rbc) test results were generated for patient samples when using the coulter act 5 diff cap pierce (cp). The customer stated that samples also produced results for hemoglobin and hematocrit that did not match. Upon rerun of the same sample on this instrument and on another instrument in the laboratory, correct results were generated. Erroneous test results were reported out of the laboratory for two patient samples associated with this event. The physician questioned the results, and the samples were rerun with corrected reports issued. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced the sample syringe resolving the reported issue.